Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. A visual inspection was performed on the product. The suture and anchors were returned. T1 was out of the deployment channel. T2 was in the t2 position within the deployment channel. The suture was tucked in the depth gage tube. The depth indicator button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was conducted. The deployment slider was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a friction problem. Factors, which could have contributed to the complaint event, include a defective compression spring or actuator push assembly. No containment or corrective actions are recommended at this time. H6: health effect - impact code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the t2 implant of the fast-fix 360 failed to deploy. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.